Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) safety disk guide block broken. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional info:contact person(name: almonor gary, email: (B)(6). It was reported cs300 intra aortic balloon pump (iabp) guide block was broken. A getinge field service engineer (fse) investigated during scheduled pm that safety disk block guide at three o¿clock position broke off during replacement of safety disk so he replaced block guide (d391-00-0087) and corrected failure. Complete checkout and checklist has been performed on s0#(B)(4). No patient involvement.